Event description:
Follow-up identified the patient completed treatment and the issue is resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the tip of the patient's occipital leads eroded through the skin. Reportedly, the patient was referred for a physician consult as the next course of action. Follow-up identified surgical intervention was undertaken (B)(6) 2017 during which time a infection was discovered at the site where the lead eroded. As a result, the physician opted to explant the entire scs system as a precautionary. The patient is currently being treated with antibiotics to further address the issue.